Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B) (6) 2009, inratio: 7.5, lab: 4.3. Date: (B) (6) 2009, inratio: 2.2, lab: 4.6. Date: (B) (6) 2009, inratio: 4.0, lab: 1.6.

Manufacturer narrative:
Investigation pending.